Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type extension .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the extension disconnected from the ins because the patient made a sudden movement. The patient's weight at baseline was provided.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 3708140, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient did not feel stimulation. The device showed high impedance. Imaging (an x-ray) performed on (B)(6) 2017 showed extension migration. The extension was "off the neurostimulator". The extension was reconnected on (B)(6) 2017, and the event resolved without sequelae. The event was related to the device or therapy, and was not related to the implant procedure.